Event description:
The customer reported the system would not allow fluoroscopic x-ray to be produced. There is no report of patient injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.